Event description:
It was reported that the patient presented for a lead revision procedure to correct the lead dislodgement due to twiddler and the leads exhibit failure to capture. The leads dislodgement was confirmed with x-ray. The right atrial (ra) lead and left ventricular (lv) lead were explanted and replaced. The patient was in stable condition throughout the procedure.